Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed noise on the right ventricular lead. In clinic, the noise was reproducible with isometrics. Programming changes were made and the lead will continue to be monitored remotely. The patient was stable.